Manufacturer narrative:
A trumpf medical service technician inspected the light system and found the product to be operating within specification. The trumpf medical service director visited the site to further investigate the incident. Interviews with hospital staff revealed that light patterns from multiple lamp heads were overlapped. The user manual for the trulight lighting system has warnings against overlapping fields of illumination from several light heads.

Event description:
It was reported that a patient experienced alleged tissue damage after a surgical procedure in which trumpf medical surgical lights were used. The patient received a cool dressing to affected skin areas as treatment.